Manufacturer narrative:
BLOCK H6: DEVICE CODE A150101 IS BEING USED TO CAPTURE THE REPORTABLE EVENT OF CINCH FAILURE TO DEPLOY. IMDRF CODE F2301 IS BEING USED TO CAPTURE THE REPORTABLE EVENT OF ADDITIONAL DEVICE REQUIRED. DEVICE EVALUATION: BLOCK H11: THE SUTURING CINCH WAS NOT RETURNED FOR EVALUATION, AND NO MEDIA WAS AVAILABLE FOR ANALYSIS. THE REPORTED EVENT OF CINCH FAILURE TO DEPLOY COULD NOT BE CONFIRMED. IT WAS CONFIRMED THIS DEVICE MET MANUFACTURING SPECIFICATION PRIOR TO DISTRIBUTION AND THERE WERE NO MANUFACTURING DEVIATIONS WHICH COULD HAVE CONTRIBUTED TO THE REPORTED EVENT. BASED ON ALL GATHERED INFORMATION, THERE IS NOT ENOUGH EVIDENCE TO DETERMINE WHETHER THE CINCH FAILURE TO DEPLOY WAS DUE TO THE PHYSICIAN'S TECHNIQUE DURING THE PROCEDURE OR WAS RELATED TO A DEVICE MALFUNCTION. FOR THIS REASON, CAUSE NOT ESTABLISHED IS SELECTED AS THE MOST PROBABLE CAUSE FOR THIS EVENT. FOR THE EVENTS ADDITIONAL DEVICE REQUIRED AND PROLONGED EPISODE OF CARE, IT HAPPENED DURING THE PROCEDURE, AND THE MOST PROBABLE CAUSE OF THESE REPORTED ISSUES CANNOT BE ESTABLISHED DUE TO LACK OF EVIDENCE. FOR THIS REASON, THEY WILL BE CLASSIFIED AS CAUSE NOT ESTABLISHED. WITHOUT PROPER EVALUATION OF THE DEVICE, IT REMAINS UNKNOWN THE MOST PROBABLE CAUSES THAT CONTRIBUTED TO THE EVENT. ALSO, THE EVIDENCE FROM THE PRODUCT RECORD REVIEW DID NOT IDENTIFY A POTENTIAL PRODUCT QUALITY ISSUE OR NEW PATIENT HARM.

Event description:
IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT AN OVERSTITCH SUTURE CINCH WAS USED DURING AN ENDOSCOPIC SLEEVE GASTROPLASTY (ESG) PROCEDURE ON (B)(6) 2026. DURING THE PROCEDURE, THE CINCH DID NOT DEPLOY. THE PROCEDURE WAS COMPLETED WITH THE SAME CINCH WHEN IT WAS MANUALLY DEPLOYED USING A CLAMP. AS A RESULT, THE PROCEDURE WAS DELAYED BY APPROXIMATELY 25 MINUTES. THERE WAS NO PATIENT COMPLICATIONS REPORTED AS A RESULT OF THIS EVENT.

Event description:
It was reported to Boston Scientific Corporation that an OverStitch Suture Cinch was used during an Endoscopic Sleeve Gastroplasty (ESG) procedure on (b)(6) 2026. During the procedure, the cinch did not deploy. The procedure was completed with the same cinch when it was manually deployed using a clamp. As a result, the procedure was delayed by approximately 25 minutes.There was no patient complications reported as a result of this event.

Manufacturer narrative:
H2: Additional Information:Updated content in Block H11: A Risk Review and Labeling Review were performed and added to the Device Evaluation.Block H6:Device code A150101 is being used to capture the reportable event of Cinch Failure to Deploy. IMDRF code F2301 is being used to capture the reportable event of Additional Device Required.Device Evaluation:Block H11:The Suturing Cinch was not returned for evaluation, and no media was available for analysis. The reported event of Cinch Failure To Deploy could not be confirmed.A Risk Review of the Suturing Cinch was completed and confirmed that the events of Cinch Failure To Deploy, Additional Device Required and Prolonged Episode Of Care were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A Labeling Review was performed and there is no evidence the device was improperly used per the Instructions for Use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/Labeling information.Based on all gathered information, there is not enough evidence to determine whether the Cinch Failure To Deploy was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, Cause Not Established is selected as the most probable cause for this event. For the events Additional Device Required and Prolonged Episode Of Care, it happened during the procedure, and the most probable cause of these reported issues cannot be established due to lack of evidence. For this reason, they will be classified as Cause Not Established. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the Product Record Review did not identify a potential product quality issue or new patient harm.In (b)(6) 2026, Boston Scientific initiated a voluntary product removal associated with specific lots of the OverStitch Suture Cinch (Ref. (b)(4)). The referenced device was in scope of this product removal.